Event description:
It was reported that decreased r-wave amplitude measurements and low right ventricular (rv) pacing impedance measurements of 500 ohms were observed. Additionally, review of stored device memory noted evidence of noise one month prior. It was noted that this left ventricular (lv) lead was connected to the right ventricular (rv) pace/sense port of the device header and the rv lead was connected to the lv port of the device header. Technical services (ts) reviewed the noise and discussed it appeared to be real lead noise and discussed troubleshooting options. Noise was unable to be reproduced in clinic with patient isometrics and lead measurements were noted to be stable. Ts recommended continued monitoring or the option to obtain an x-ray. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).